Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "bactec loss connexion repetitive and detection of false positive repetitive , they are trying to restart several times the incubator but the problem is coming again , it is happening since a month and they find it is not a long lasting solution for them , they have vials in the bactec".

Manufacturer narrative:
Investigation summary: it was reported that "bactec loss connection repetitive and detection of false positive repetitive , the user tried to restart the incubator several times, but the problem is continues, it has been happening for a month. They have vials in the bactec" (instrument top bactec fx, material number: 441385, serial number: (B)(6)). Fse went onsite, and it was noticed that there was a disconnection problem with bottles present in the slots of the rack in rows j and k, drawer b. The issue was resolved by installing the 444876 shorting board kit. The complaint is confirmed. The root cause is related to "shorting board". No new risks or hazards were identified and no corrective actions were required. DHR review is not required due to the age of the instrument. Bd quality will continue to monitor trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: bactec loss connexion repetitive and detection of false positive repetitive , they are trying to restart several times the incubator but the problem is coming again , it is happening since a month and they find it is not a long lasting solution for them , they have vials in the bactec.